Event description:
The recipient is reportedly experiencing open circuits and sound quality issues. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed broken electrode wires near the fantail region. In addition, the external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed electrode wires had fatigue breaks at the fantail region. The photographic imaging inspection and scanning electron microscopy analysis of the electrode revealed that most electrode wires had fatigue breaks at the fantail region. These breaks can be associated with the multiple open electrodes reported. A CAPA was implemented. This is the final report.